Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the centrifuge bowl leak/break. Since this malfunction is only associated with the kit, this MDR will be against the kit. Kit lot g365 was reviewed. There were no nonconformances related to the complaint. This lot met all release requirements. A review of kit lot g365 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break, low hematocrit, and low hemoglobin. No trends were detected for these complaint categories. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break that occurred during a treatment procedure. The customer stated that there were no alarms during the treatment procedure. The customer reported that the centrifuge bowl shattered at approximately 400ml of whole blood processed. The customer stated that the treatment was then aborted with no blood or treated cell returned to the patient. The customer reported that the patient received a blood transfusion in the hospital unit due to a drop in both the patient's hematocrit and hemoglobin levels. The customer stated that the patient went home after their blood transfusion was completed. The customer reported that the patient was in stable condition. The kit was not returned for investigation as it had already been discarded. This MDR is for the reportable malfunction of the centrifuge bowl leak/break. The adverse events, low hemoglobin and low hematocrit, were reported under 2523595-2019-00014.